Event description:
It was reported that the subject was not working properly. The event occurred during service/maintenance. There were no reports of patient involvement.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
No additional information received from customer.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Updated field: b5, d8, g1, h2, h3, h6, 11 the device was returned to olympus for inspection and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: defective dp board. A definitive root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: cause traced due to a component failure. Olympus will continue to monitor field performance for this device.